Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department for an unspecified reason. No reason tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was broken. Though requested, no additional info was provided.